Manufacturer narrative:
An event of complete heart block post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention and prolonged hospitalization were results of case-specific circumstances as the patient was hospitalized and a permanent pacemaker was implanted to treat the heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 6mm and the final non-coronary cusp implant depth was 6.4mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a complete heart block. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The cause of the patient's complete heart block is uncertain, but may be attributed to the patient's previous first degree heart block and the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was in good status and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.